Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the balloon ruptured upon first inflation at 3atm and was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient's status was good.